Manufacturer narrative:
Gtin: unknown. Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery for spinal canal stenosis caused by lumbar vertebrae dislocation was performed using the expedium 5.5 system. During the surgery, the following procedures were taken by the surgeon. The surgeon filled the cage (part#: 173123209, lot#: unk) with the patient¿s autologous bone. He attached the autologous bone-filled cage to the cage inserter (part#: unk). While he was inserting it in the already cleaned-up interverbal disk using a hammer, he noticed that the cage got broken into two. He successfully removed the broken cage using a kocher. No broken parts were found left in the body. The surgery was completed without any delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
Visual examination of the returned device revealed the cage had fractured into two pieces. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the lumbar cage fracturing cannot be positively determined. However, it should be noted that polymer/carbon-fiber cages are designed to support physiologic loads. Higher than anticipated torque levels when applied to insertion tools, can cause splitting or fracture of cages. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.